Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer needs a replacement door seal sent out for their tub. The one they have on it now is not holding a tight enough compression with the door. Contact stated seal was leaking at the bottom of the door.